Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer. Reportedly, the customer "reset" the pump to address the issues. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.